Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The display unit power interface and signal interface cables were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was noted to have a system malfunction error. There was no report of patient involvement.